Event description:
It was reported that one day post implant the right ventricular (rv) lead had high thresholds and oversensing. There was also pauses and oversensing seen with the device and when the device header was manipulated. It was noted that the patient had an atria-ventricular node ablation the day of implant. The device and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.